Event description:
Reportable based on analysis completed on (B)(6) 2011. The 035/260/1 amplatz guide wire was removed from its packaging when it was noticed that the tip was bent. The device was not used on the patient. The procedure was completed with another amplatz guide wire. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed peeled coating scrapped at the distal end of the amplatz guide wire.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. A visual inspection found that the wire was elongated at the tip. The device presented peeling coating at 11 cm from the distal end and approximately 0.5 centimeters. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).